Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's a1c "came back bad". The customer's healthcare provider prescribed changes to the pump settings. Tandem technical support assisted the customer with adjusting the pump settings. Blood glucose was 197 mg/dl.